Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and for a motor error. The blood glucose reading was 186 mg/dl. The customer also received a motor position encoder error alarm. The motor error alarm occurred during the prime. The customer was unable to troubleshoot for the no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime unit during prime test due to slightly loose drive support disk. The insulin pump was unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the insulin pump and passed. No error alarms noted. No unexpected low battery alarms were noted. The insulin pump was received with cracked case at display window corners, cracked display window, minor scratched lcd window and broken belt clip slot.